Manufacturer narrative:
Date sent: 08/29/2007. Information anticipated, but unavailable at this time. Eval summary: the analysis results for the instrument found that it was returned with the obturator inserted through the sleeve. Due to the returned condition, the duckbill and universal seal assembly were deformed. The housing cap was detached from the sleeve housing; the orifices of the sleeve housing were cracked. No functional tests could be performed due to the returned condition. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a lap myomectomy, the rubber piece which prevents the gas from escaping is not stopping it. There was no pt consequence.